Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced an oval shaped rash at patch site. Patient's parent treated the rash with polysporin, and states that the rash is healing. They did not report any medical intervention at the time of contact with dexcom technical support.